Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 410 mg/dl reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.